Manufacturer narrative:
Batch review performed on 26-feb-2020: lot 181843: (B)(4) items manufactured and released on 26-jun-2018. Expiration date: 2023-jun-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain after about 1 year from the primary surgery, the cause of the pain is unknown. The surgeon plans to resurface the patella and revise the femoral component. The surgery has been scheduled for (B)(6) 2020.